Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is capsular contracture, baker grade unknown, and seroma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side "hardening, inflammation and capsular contracture." Healthcare professional later confirmed left side "lobulated contour, axillar lymph node, undulation," and "contracture prosthesis with liquid." The baker grade was not specified. Treatment with corticoid was given. The device remains implanted.